Manufacturer narrative:
UDI#: (B)(4). The event was confirmed with product received. Visual inspection confirmed the ring to fit awkwardly within the shell upon receipt. The orientation was confirmed to be correct at the onset of the evaluation. The ring was then removed for further evaluation. The ring is twisted and also deformed to be out of round. The shell and liner remain in good condition. No damage was observed to the shell's inner radius or locking groove. The outer radius of the liner shows no evidence that it was impacted into the ring. The locking grove is also free of damage or deformation. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is due to a manufacture deficiency. A corrective action was opened to address the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking ring in the acetabular cup is out ream and unable to spring and bounce. An alternate device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.